Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device evaluated by MFR: device not returned.

Event description:
The initial reporter stated that a patient received erroneous results when testing with the nurse's coaguchek xs meter serial number (B)(4) using test strip lot number 32264212 and the patient's coaguchek xs meter serial number (B)(4) using test strip lot number 36888621. This medwatch will apply to test strip lot number 36888621. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 32264212. At 11:00 a.m., a sample from the patient was tested using the nurse's coaguchek xs meter ((B)(4)) and test strip lot number 32264212, resulting with a value of 6.7 inr. At 12:30 p.m., a venous sample collected from the patient was tested in the laboratory using the stago neoplastin cl plus reagent, resulting with a value of 3.1 inr. The patient has a peripherally inserted central catheter which was flushed with heparin. At 2:53 p.m., a sample from the patient was tested using the patient's coaguchek xs meter ((B)(4)) and test strip lot number 36888621, resulting with a value of 4.9 inr. The reporter stated that the patient's hands were cleaned with sanitizer prior to collecting samples for meter testing. The patient's coumadin medication was held based on the laboratory result. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient's current condition is stable and functional. The patient is waiting on a heart transplant. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. There were no concerns with the patient's hematocrit and the patient does not have antiphospholipid antibodies. Other than coumadin, the patient was not taking any other blood thinners. The patient did not have any symptoms of bleeding or bruising. The patient has a diet which includes low sodium and no dark greens. The products were requested for investigation and replacement products were sent back to the nurse and patient. Relevant retention test strips (lot 368886) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter ((B)(4)) was provided for investigation, where it was tested using retention test strips and retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 6.3 %. No information was provided that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.